Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt did not get coverage for their pain relief. The lead and the neurostimulator were tested and it was found the device had become overdischarged because the pt was not instructed that they had to recharge. The device was unable to become operational again and was explanted. No injuries were reported and the pt recovered without sequelae.